Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device following an interventional procedure. The previous day the pt had a diagnostic procedure performed "without problems." It is unkown how hemostasis was achieved following the diagnosis procedure. Following the interventional procedure, the device was inserted but mark was not achieved. The foot was opened, but there was resistance when the device was retracted. It was reported that x-ray was taken, but "it was not possible to see the right position." The device was then removed. Hemostasis was achieved via femostop. There was no report of an adverse pt event. Add'l info has been requested, but has not become available.